Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd). Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to return for analysis.